Event description:
Five passes were made in the common femoral. As the turbohawk was being removed the nose cone came off the catheter and was stuck on the wire inside the sheath. The physician was able to remove the wire with the nose cone out of the body and the tech held manual pressure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Device evaluation: the distal tip assembly was fractured at the proximal edge of the housing (laser-cut) coil. The proximal half of the guidewire lumen (gwl) was pulled through the tecothane sleeve and was torn longitudinally. The remaining guidewire lumen exhibited a longitudinal tear but remained encased in the tecothane sleeve up the rotating tip. The proximal 2mm of the rotating tip's gwl exhibited similar damage. The cutter head assembly exhibited a film of clear polymer consistent in appearance and texture to the pet liner of the distal tip.